Event description:
It has been reported that the AED did not pass self diagnostic check

Manufacturer narrative:
(B)(4). Duplicate of pr (B)(4) with MDR# 3030677-2016-00922. Investigation pending the return of the device.